Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable high results for one patient sample using the elecsys tsh assay (tsh) on the cobas 6000 e 601 module (serial number (B)(4)) and the cobas e 411 immunoassay analyzer (serial number (B)(4)). The initial result was released outside the laboratory. The doctor asked for the sample to be repeated because the patient's previous results were normal. The customer considered the initial result high and incorrect. On (B)(6) 2017, a second sample was taken and analyzed on the e601. The result from this sample was considered correct. On (B)(6) 2017, the first sample was sent to an external laboratory for analysis. A corrected report was issued. Refer to the attachment to this medwatch for all patient data. There was no allegation that an adverse event occurred. Calibration and quality controls were acceptable. The field service representative checked all of the customer's sample procedures (arrival, centrifugation, distribution, etc.) And did not find any issues. Investigation activities are ongoing.

Manufacturer narrative:
It can be assumed that the values obtained from the first sample were correct since the value was reproducible over a long period of time on the roche platforms. For the discrepancy between the results generated from roche and beckman, assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and the standardization methodology used. The normal reference ranges provided by different vendors can also be different. This relates to the population used and the calculation mode. The reason for the difference in the results of the two different samples from the patient is most likely due to a biological cause. There are a number of physiological and pathophysiological conditions that may alter the pattern of tsh secretion. Acute sleep withdrawal considerably stimulates the nocturnal (and morning) levels of tsh, as does acute stress or high physical activity, which all can induce an acute two- to fourfold rise in serum tsh levels. The effects of psychological stress on pituitary hormones has been investigated for many years with inconsistent results. One reason for these discrepancies might be the experimental design, especially the timing of blood specimen collection. An increase of tsh under stress needs to be considered if patients show slightly elevated tsh values in an initial blood draw. This increase cannot be seen at later time points. A general reagent issue can most likely be excluded based on calibration and qc results.